Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Corrected d4: copy and paste error of the UDI.

Event description:
The following was reported to hamilton medical ag: summary: technical faults during start up.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: technical faults during start up.